Event description:
It was reported, the tip of the subject device broke off and fell inside the patient during a therapeutic cystoscopy, placement of ureteral stent left, clot evacuation and fulguration procedure. Bleeding was controlled before moving to stent placement, and the procedure was completed without delay. The broken tip was discovered in the bladder and successfully retrieved when the patient underwent a therapeutic cystoscopy, laser enucleation prostate, left ureteroscopy with stone lithotripsy and stent procedure on (B)(6) 2024. There were no reports of further patient harm.